Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was today the pt could not seem to get things to work for they could not charge or sync anything. Patient said their equipment worked a couple times then they had problems. During the call pt attempted to use their insr and they received the message por with a triangle in the top left of the screen. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.